Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor had a false pause episode due to undersensing. The episode was a false positive due to poor electrode contact. No intervention was performed. The patient was asymptomatic throughout the event.